Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "when removing hardware, plate and one screw broke. Part of orthohelix plate (B)(4), and part of orthohelix 3.5 locking screw (B)(4) remains implanted in patient."